Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, decreased estimated longevity due to a false battery measurement from a previous follow-up was observed. The issue will be resolved by explanting and replacing the device. The patient experienced no consequences.